Event description:
A nalu peripheral nerve stimulator system was implanted on (B)(6) 2025 to treat lower back pain. The system was implanted to replace an existing trial system from a different manufacturer. At the initial activation of the nalu system, communication between the implantable pulse generator (ipg) and the external therapy discs was not as expected. Imaging was performed and found that the ipg had rotated within the pocket so that it was no longer seated parallel to the skin surface, thus preventing communication with external devices. A surgical revision was performed on (B)(6) 2025 to remove the ipg and place a new one in a more stable position and parallel to the skin surface.

Manufacturer narrative:
The nalu representative present at the initial implant procedure noted that the physician had some trouble with placing the ipg using the insertion tool. The initial placement of the ipg was beyond the recommended depth and had to be repositioned during the implant procedure. The second attempt was noted to have the ipg in a position which somewhat folded over on itself, however communication was able to be established and the physician elected to leave it as-is at that time. When the patient returned for activation of the system, communication was unable to be established due to the ipg having rotated within the pocket. It is believed that the migration within the pocket is related to the implant technique and the position of the ipg at the implant procedure.